Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from eight years remaining in 2021 to two years remaining at the time of the patient's last follow-up. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely, as the estimated remaining longevity decreased from eight years remaining in 2021 to two years remaining at the time of the patient's last follow-up. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.